Event description:
As reported: "hospitalization due to pain in right ankle. Right ankle pain and inability to weight bear. Right ankle swollen and hot to touch. Diagnosed with gout arthritis and commenced on colchicine and analgesia. Confused in hospital inr found to be elevated and in renal failure. Rivaroxiban suspended until renal function improves".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The complaint could be confirmed, since the information for evaluation matches the alleged failure. Investigator reviewed the received information and noted: hospitalization due to pain in right ankle. Inability to weight bear. Right ankle swollen and hot to touch. Diagnosed with gout arthritis and commenced on colchicine and analgesia. Based to the reporter this is not due to product problem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "hospitalization due to pain in right ankle. Right ankle pain and inability to weight bear. Right ankle swollen and hot to touch. Diagnosed with gout arthritis and commenced on colchicine and analgesia. Confused in hospital inr found to be elevated and in renal failure. Rivaroxiban suspended until renal function improves".